Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the room set-up, prior to the procedure, the device would not power up. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the cable assembly and power supply was disconnected. The coupler, flexible with bushing was cracked, and the motor assembly made a loud grinding noise when rotating.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.